Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 12:00 a.m., the patient¿s cgm reading was 95 mg/dl. By approximately 12:30 a.m., the cgm reading had decreased to 60 mg/dl. No bg meter value was obtained. At an unspecified time after observing the cgm reading of 60 mg/dl, the patient lost consciousness in the kitchen. The patient was unable to recall the amount of time that elapsed between noting the low cgm value and losing consciousness. The patient¿s son discovered her, and she was transported to the emergency room (ER). In the ER, it was not clarified whether a blood glucose meter reading was obtained. The patient was treated with intravenous fluids containing glucose. During the syncopal episode, the patient fell and struck her head, resulting in a scratch. A CT scan was performed due to the fall, with normal results reported. The patient was discharged home after approximately five hours, once her blood glucose level had increased to above 100 mg/dl. At the time of the report, the patient stated she was ¿feeling better.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.